Manufacturer narrative:
One imp, tsv, mcol mg,4.7mm,8mm (B)(6)), mount and unknown zimmer screw were not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was perform using applicable instruction for use, risk files and other available information. Functional testing could not be performed since the products were not returned. Pre-existing conditions noted were diabetes and low bone density ¿ type iii. The devices had been placed on tooth # 14 (universal) for an unknown period of time. X-ray or picture images were not provided. Appropriate documentation was reviewed. DHR review for the lot (1230235) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1230235) for similar events and no other complaint was identified. DHR & complaint history review (unknown zimmer screw): DHR and complaint history review could not be performed since the lot/item number was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Based on the available information, device malfunction and the reported events could not be verified. The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "yes" to "no" h6: entered evaluation codes h10: added manufacturer narrative h3 other text : device not returned

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided. PMA/510k: k101880.

Event description:
It was reported that the screw broke inside of the implant and part of the impression analog broke too. Patient will return to have the implant removed. It was also confirmed that the remainder portion of the fractured implant is still in the patient's mouth and will be removed on thursday. Tooth #14.